Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that when the patient switches programs and adjusts the intensity, the changes do not save. Caller mentioned that the patient was on group b at 6.5 and when they went to switch back to a different group the program intensity was at a 1. Caller noted that the patient is not sure if they think the stimulator is even helping them but that they notice this issue when adjusting intensity and switching groups. Agent walked caller through adjusting intensity; caller stated that the patient was on group b at 6.8 and before they could switch groups the intensity switched back to 1. Agent reviewed role of manufacturer representative (rep) with caller and advised patient to follow up with the rep and doctor for further troubleshooting.